Event description:
It was reported that the pump battery takes longer to charge. Additionally, it was reported that the pump touchscreen timed off sooner than expected, the wake button was sticking it was reported that the pump's usb port was loose resulting in difficulties charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.